Event description:
The customer reported that they were hospitalized for low blood glucose readings of 22 mg/dl. The paramedics stated that it was the insulin pump. The customer also had high blood glucose readings because the entry point of the tubing was not good which did not allow them to receive insulin. The customer had high blood glucose readings the previous day and did several manual boluses. Advised the customer that overbolusisng for the high blood glucose readings created his low blood glucose readings. Advised to monitor the insulin pump and to call back if the issue persists. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.